Event description:
Patient was being treated with as part of a clinical study mr guided focused ultrasound of breast cancer. Nine days before event date, patient underwent focused ultrasound ablation of the primary tumor site. Two days before event date patient underwent right breast partial mastectomy and sentinel lymph node mapping and excision. Their initial postoperative course was uneventful. Forty hour postoperatively, patient awoke at 1:30 a.m. And noted that their right breast was rapidly swelling. Patient was sent by ambulance to the hospital. On exam in the emergency room, their right breast was distended, tense, and ecchymotic laterally, consistent with a hematoma. Their was brought to the operating room for right breast exploration with hematoma evacuation. The patient remained in the hospital overnight for observation. No further complications were noted and the patient was discharged home 3 days after event date for normal follow-up of breast cancer treatment.